Event description:
It was reported that a pump was programmed to deliver insulin at a rate of 4.3 units/hour. The message bar on the spectrum pump and on the customer's computer displayed a rate of 100 units/hr. The wireless battery module displayed that the pump was connected to the customer's wireless network. The customer attempted to re-establish a wireless communication, however was unsuccessful. The customer later identified that the pump had not been connected to the network for approximately 2 weeks.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. The available info suggests that the pump was delivering medication at the correct rate, however due to the pump not being connected to the wireless network, the pump displayed an incorrect infusion rate on the pump's message bar.